Event description:
As part of a legal discovery activity, on (B)(4) 2015, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci trachelectomy procedure. Isi was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department. The risk occurrence report indicated that during the surgical procedure, a bladder laceration occurred. The defect to the patient's bladder was repaired by the site's urologist after completion of the planned surgical procedure. No additional information regarding the reported event was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of bladder injury sustained by the patient. Isi has contacted the risk management group at the site to gather additional information; however, as of the date of this report no response has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have likely caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: during a da vinci trachelectomy procedure, the patient's bladder was lacerated. However, the cause of the bladder injury is unknown.